Manufacturer narrative:
H6: codes were updated. One device was returned for investigation. It was reported that the flange was torn at the eyelet. It was also noticed that the other eyelet had signs of tearing at the eyelet. Per the custom ifu0000845 in the warning section 4.10 guard against product damage by avoiding contact with sharp edges. Some tracheostomy tube holders contain velcro or metal clips which may have sharp edges. These sharp edges can come into contact with the eyelets and compromise the product¿s integrity. A damaged eyelet can result in decannulation of the tracheostomy tube. We recommend using the twill tape holder supplied with the product. This is not a manufacturing issue. A device history record (DHR) review reported no discrepancies or non-conformances during the manufacturing of the reported lot number.

Event description:
It was reported that the right flange on the trach cracked and broke when adjusting trach tie in the nicu. Trach was replaced. There was patient involvement and no patient harm/adverse event reported.

Manufacturer narrative:
H3: device not received by manufacturer. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.